Event description:
Dexcom g7 sensors are not alerting of low blood sugars and giving false readings. Had several severe low blood sugars over the course of several days that I am still recovering from.